Event description:
The customer stated that she was receiving erratic readings. Within a ten min period, she had the following results: 243, 111, 245, 110, and 149 mg/dl. The customer took both blood and control tests, she was not sure which results were blood tests and and which results were control tests. Customer svc stated that all control tests in the memory of the meter were out of the control range of 116-167 mg/dl. The customer did not allege any adverse events based on the erratic readings. The strips are to returned for evaluation, and replacement strips are to be sent.